Event description:
Subsequent to the initial medwatch report, additional information was received which indicates that the acculink stent was deployed in the mildly calcified right internal carotid artery. The patients hypotension resolved on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2012 and an acculink stent was deployed. During the procedure, the patient experienced hypotension and medications were administered. The patient condition is reported to be improving and the patient was discharged to home on (B)(6) 2012. Although requested, additional information was not provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.